Manufacturer narrative:
Concomitant medical products: fr995-23 tissue valve implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Evaluation revealed the implantable pulse generator (ipg) exhibited a pacing problem. It was also reported the right ventricular (rv) lead exhibited rising thresholds, and no capture. Approximately, one month later the rv lead exhibited decreasing threshold. The output settings were re-programmed. Capture management turned off. The ipg and rv lead remain in use. The patient will be monitored via follow up visit. No patient complications have been reported as a result of this event.